Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber detached at 51,100 joules of use of use; no add'l info was provided. The procedure was completed using a second fiber. Pt outcome: "no injury to the pt".

Manufacturer narrative:
Fiber analysis: the fibers cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The end of the fiber was blackened and the shrink tubing melted. The fiber cap was not returned with the device. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heart accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.